Event description:
It was reported that the cartridge was leaking from the pigtail . Customer had no more cartridges left and switched to mdi. Customers blood glucose level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.